Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have hi-drivetrain friction failures based on system log review on remotefe and during in-house testing. The stapler failed initialization when placed on the in-house system. Failure analysis found a secondary failure of lodged component to be related to the customer reported complaint. Upon inspection, the I-beam was manually driven out and was found with a lodged staple in the I-beam indicator window, likely causing the high friction failures during initialization. The staple was removed from the I-beam window then the stapler was re-tested. The instrument initialized, clamped, fired, and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer reported that the sureform 60 stapler instrument was fired 4 times, however when a new reload was then put into the stapler, the stapler would not initialize. The surgeon converted the procedure to laparoscopy. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the issue occurred with the fifth stapler fire. A blue reload was installed unto the sureform 60 stapler instrument and an error message stating "stapler initialization failed" was received. The customer tried to troubleshoot by undocking the robot, removing the sterile adapter, re-draping the robot and installing the stapler on another universal surgical manipulator (usm) but the issue was not resolved. The surgeon did not want to open another new stapler and decided to convert the procedure to laparoscopy. The robot was undocked, and the surgeon used a third-party stapler to complete the procedure via laparoscopy. Isi technical support was not called to troubleshoot the issue. The issue occurred one hour into the surgery, which was towards the end of the procedure. The target tissue was the stomach, and the surgeon was trying to place the final staple of the procedure.